Event description:
Hosp personnel responded to a pt code for a cardiac arrest. The pt was being monitored by the device with a 3 lead pt cable in lead ii. According to the rptr, at some time during the code, the device momentarily displayed dashed lines on the ECG trace. The pt was not resuscitated. The rptr stated the alleged device malfunction did not cause or contribute to the pt's death because of the pt's lack of viability.